Event description:
The pt, a type 1 diabetic at 32 weeks gestation, was in the hosp due to pre-eclampsia. During her stay, her blood glucose was monitored using her own fasttake meter. It is unknown who performed the blood testing, the pt or hosp staff. On 01/12/2000 at 11pm, the pt's blood glucose was in the high 400's. Pt was given 10u of regular insulin subcutaneously. At midnight, her blood glucose had gone up (result unknown) and at 1am on 01/13/2000, after a result of 350mg/dl on the fasttake meter, she was given another 10u regular and an unknown amount of humalog. At 2am, the pt's bg on the fasttake meter was in the "300's" while a one touch hosp meter result was 189mg/dl (fasttake meter is plasma calibrated versus the one touch hosp meter which is whole blood calibrated). 1/2 hour later, a lab draw was performed with a result of 7mg/dl. The pt began seizing, labor induced and delivery occurred within 24 hours. It was reported mother and baby are fine.